Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 15 atmospheres for several seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient was in good condition post procedure.